Event description:
Started a new dexcom stelo sensor this morning. Device failed with an "end of sensor session" report. Sensor was worn less than 3 hours on a device that is advertised to last up to 15 days.